Event description:
A malfunction was reported after the pump fell off during the night and was briefly worn while showering. There was no reported adverse impact to the customer¿s blood glucose level. The customer received pump reset information from technical support and was assisted in resetting the pump. The malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue reappears.